Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undefined high impedance, and pectoral stimulation. It was also reported that the right ventricular (rv) lead exhibited high thresholds and high impedance.  It was noted that perforation had occurred. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.